Manufacturer narrative:
An event regarding crack/fracture involving a mako checkpoint was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. Checkpoint end angle is fracture (missing the tip). Confirmation of event: I can confirm that the patient had a cementless total hip arthroplasty since I was able to view x-rays with the implant in place. I can also confirm that there was a metallic foreign body. Retained in zone one above the cup, since I was able to see xrays with the foreign body. Root cause analysis: the root cause of this event cannot be determined with absolute certainty but in my opinion, this is an iatrogenic event. The impaction screw may have been positioned or inserted in an angulated or incorrect position which may have put on undo torque and stress, thereby causing fracture of the screw. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
The following information was provided: mako checkpoint impaction screw hex 3.5mm fracture. The fragment could not be removed and remains in the patient's body per the surgeon's judgment.